Manufacturer narrative:
The returned sensor was evaluated. During evaluation the unit failed continuity testing due to broken traces inside the rd15 connector; causing an open connection on the detector circuit. Broken traces were most likely due to mechanical stress during removal of sensor from cable based upon the appearance of the break.  The sensor was tested with a known good lab monitor, cable, and finger which resulted in a "sensor malf" error message. Visual inspection confirmed there was no physical damage, however the sensor did not function.

Event description:
The customer stated that the pleth went flat line and was not reading, when he changed the cable, it began working. The customer stated the dci was attached when flat line. No consequences or impact to patient were reported.